Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was inserted into the trocar, the jaw would not open. Physician used a competitor's device to finish the procedure. There was no pt consequence.